Event description:
The issue is that the foam patch is breaking into multiple pieces during dressing changes. We have not changed our application or dressing change process; we have changed product only. We had at least 10 instances of this occurring with PICC line and subclavian lines during the last couple of months on our oncology inpatient floor and our outpatient infusion center. During our trial of this product, we had this same issue. We reported back to bard whose quality department reviewed and we did see an improvement in the product after that and upon initial use. When the problem cropped up again, we began to track it and report.